Event description:
Information was received, from the manufacturer¿s representative (rep). Who reported, during the outpatient session. The dbs app was interrupted, while operating the brainsense setup screen. And the adaptive threshold settings disappeared. It was unknown, what led to the issue. Session data was going to be obtained.

Manufacturer narrative:
Section d10 references: product ID: a610, lot#: unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep provided additional information, stating that the cause of the settings disappearing remains unknown. Restarting resolved the issue. Logs were obtained.